Event description:
It was reported that during a follow up visit it was observed that an mode switch had occurred. Evaluation results revealed that the atrial lead polarity switch was triggered. The atrial lead was in unipolar mode and exhibited diminished sensing, high impedance, and high threshold. Undersensing and oversensing of the atrial lead were noted as being intermittently present. Reprogramming of device settings was recommended, however to patient medical condition physician elected to monitor the patient.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addr01 ipg implanted: (B)(6) 2011. (B)(4).